Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient started to report a change in his hearing sensation, perceived as interference and decrease in volume since (B)(6) 2010. On (B)(6) 2011, the patient was suddenly no longer able to hear with his device. Testing carried out on (B)(6) 2011 shows that the device has malfunctioned. The patient re-implanted on (B)(6) 2011.